Manufacturer narrative:
The correct analysis results are now attached. The returned lead was extensively analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed cuts in the insulation in the area of the ligature, as well as deformations of the outer conductor helix, which are probably a result of the operation process. Blood had entered the lead at this site. The analysis showed no other deviations that could be related to the clinical complaint. The measured electrical values were within specifications. The fixation was without anomalies. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
An intermittent exit block on the ra lead has occurred during a follow-up. Lead revision performed on (B)(6) 2019. The lead had an unstable pacing threshold with intermittent exit block and it had to be removed by activating the screw mechanism. It was decided to implant a new lead.